Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. Although requested by nxstage, the cartridge was not received; therefore, the exact cause of the alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff have been notified and provided additional training regarding rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a wasteline pressure high alarm occurred during a routine hemodialysis treatment. While troubleshooting the alarm, a system alarm occurred. The operator was not able to recover from the alarms and discontinued treatment. Rinseback of the patient's blood was not performed due to clotting of the cartridge, resulting in an estimated blood loss of 210cc. No medical intervention was required.